Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. But the best estimate date is between (B)(6) 2019 and (B)(6) 2020. It was indicated that the iol is not being returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zxt300 16.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to complaint of asthenopia, and replaced with same model but lower diopter, 15.0. It was reported there were no complications due to the iol exchange, no sutures, and no vitrectomy were required. The explanted lens is not returning for evaluation. No additional information was provided to johnson & johnson surgical vision.